Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not feed clips. No other information is available. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the device was returned with one conforming clip and two malformed clips jammed into jaws. The clips were manually removed to test the device for functionality. Upon firing, the device was cycled, fed, and formed the remaining clips as intended. In addition the device locked out as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. No conclusion could be reached based on the analysis results as to what may have caused the feeding issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.